Manufacturer narrative:
The device was returned to resmed. Evaluation confirmed the reported complaint, however, the reported complaint could not be reproduced. Visual inspection identified a loose connection and packaging film between the main circuit board and bottom case. The bottom case and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: case-202605-4104

Event description:
It was reported to resmed that an astral device displayed battery communication lost alarm. There was no harm or a serious injury reported as a result of this incident.